Manufacturer narrative:
The certas valve was not returned for evaluation (discarded by customer) and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
A facility reported a certas valve was implanted on (B)(6) 2021. It explanted and replaced on (B)(6), 2024 as "the valve was stuck in performance setting 7". The patient had at least 22 MRI scans between april 6, 2021 and january 21, 2024 (head / spine / renal). According to information provided, the type of magnet and strength are unknown.